Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was at elective replacement indicator and was unable to interrogate at an open heart surgery procedure. It was also reported that the right ventricular lead had an out of range impedance and had an apparent fracture. The device was replaced at this procedure. A few days later, the lead was capped and replaced. No patient complications have been reported as a result of this event.